Event description:
The customer reported that they were unable to sync cardiovert a patient using the device. There was no report of adverse patient impact.

Manufacturer narrative:
The customer reported that they were unable to sync cardiovert a patient using the device. There was no report of adverse patient impact. The device was evaluated at philips, and no trouble was found. There was no malfunction. Philips gave information to the customer regarding r-wave detection, lead selection and how this will impact the delivery of synchronized cardioversion. This event is being reported as user misunderstanding regarding performing synchronized cardioversion.